Event description:
It was reported that the pump battery could not be charged, and subsequently the pump shutdown. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer used an alternate insulin pump for insulin therapy.